Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show controller error alarm #(B)(6) due to opm communication loss, that was persistent upon each boot-up. Inspection of the console performed in aachen by field service (fs) revealed misaligned communication cable between optical bench (opm) and 4-in-1 carrier. After the cable was re-seated, the console was able to boot-up without further controller error alarms. It is most likely that the cable was inadvertently misaligned during prior preventative maintenance procedure, as only fs would have a reason, and be able to, open the console¿s housing. The cause of the aic issue was a loose connector. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an automated impella controller (aic) presented with a controller error alarm upon boot-up. The aic was rebooted, but the issue did not resolve. There was no patient involvement.